Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: small battery drive casing device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device and the device had insufficient/low power. It was further observed that the device had a component and cosmetic-worn coupling damage. It was further determined that the device failed pretest for check the attachment coupling, check for sticky triggers and check power with power test bench. It was noted in the service order that the device lost power when it was moved around. The device was used together with the small battery drive casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.